Event description:
A patient reported experiencing inaccurate erratic results with a lifescan meter. The patient's blood glucose results were 212, 370 mg/dl tests were done within 10 minutes with a difference of 48%. Patient did not expeirence any adverse events. No further information has been reported.